Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Additionally , the MFR notified the FDA (B)(6) dist. Recall coord. Voluntary recall and gained concurrence of the customer letter prior to its' distribution. On (B)(6) 2015, the voluntary recall was initiated. A manufacture's review was conducted. The lot met all release criteria. The stylet and cannula were in their initial positions ; not primed. The sample was not cocked (primed), as the arrows could not be seen in the ready window. The sample was tested by attempting to twist the rotational knob once, however, the device would not prime. The device was dissembled and the internal components were examined. The cannula hub was found to be broken. Based on these results, the investigation is confirmed for failure to prime and confirmed for break. The issue related to the reported product code/lot number combination was determined to be supplier related due to overprocessed resin. The monopty instruction's for use (IFU) provides general instructions for priming, firing, sampling and retrieval samples from the device.

Event description:
It was reported that during preparation for a biopsy procedure, three devices would not prime, and it sounded like a plastic internal part broke off. A fourth device was used to perform the procedure. There was no patient involvement.